Event description:
Discrepant prothrombin time (pt) inr results were obtained on multiple patient samples. The patient results were reported to the physician. The samples were repeated and results were obtained in agreement with physician expectations. Corrected reports were issued. In the case of one patient with a falsely elevated pt inr reported, treatment with the oral anticoagulant marcumar was altered. There is no report of adverse outcome to the patients as a result of the discrepant pt inr results.

Manufacturer narrative:
The cause of the discrepant pt inr results is under investigation. The siemens diagnostics inc. Field service engineer examined the instrument and found an instrument issue, a blocked filter in the water line which may have contributed to the event. Subsequently, additional analysis of results from the affected instrument showed a misalignment causing a sample shift by one position. Analysis of instrument files revealed a barcode and rack moving error. The complaint is under further investigation. No similar complaints on other bcs-xp instruments have been filed. The affected instrument has been decommissioned at the customer site and the unaffected alternate bcs-xp instrument is in use.